Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that therapy was exhausted after the patient with this implantable cardioverter defibrillator (ICD) received shock therapy for atrial fibrillation (af) with rapid ventricular response. The rhythm became stable and the physician will adjust rate cut off. This ICD remains in service. No adverse patient effects were reported.